Manufacturer narrative:
The pacing system was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that a pocket revision was performed on this cardiac resynchronization therapy defibrillator (crt-d) due to a 'pocket effusion'. It was noted that no pus occurred at the pocket site. The device was removed out of the pocket without any disconnection of any leads and repositioned deep in the chest muscle. After the surgery the electrical measurement values were within normal parameters. On (B)(6) 2011, additional information was received. The entire pacing system was removed due to infection. No additional adverse patient effects were reported.